Event description:
It was reported that approximately thirteen months post-implant of a bifurcated device and a suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical record including radiology reports were provided and were reviewed by a medical director. Based on review of the available reports, the etiology of the failure is not clear and sufficient imaging is not submitted to determine the cause of the event. The review of lot records, work orders, and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined.